Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. It is not currently known if the sheath will be returned for analysis.